Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown head ¿ unknown part and lot; unknown liner ¿ unknown part and lot; unknown stem - unknown part and lot. Therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05922, 0001822565 - 2018 - 05923, 0001822565 - 2018 - 05925.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections have been updated: reported event was confirmed by review of xrays received. Device history record (DHR) was unable to be reviewed as the lot number was not provided. The root cause of the reported event cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.